Event description:
It was reported that a few days post implant this patient received three inappropriate shocks thus the device was reprogrammed from the secondary vector to the primary vector. It was noted that programming was then changed for unknown reason. In (B)(6) 2020 untreated episodes were recorded and low amplitudes noise and oversensing was evident in the secondary and primary vector. Noise was reproduced by movement maneuvers. Another follow up session took place and after testing no noise or oversensing was reproduced thus the device was reprogrammed once again from the secondary to the primary vector. It was noted that an x-ray showed a small twist close to the xiphoidal noise and fast tissue between the electrode and sternum. The patient will be followed up in three months. No adverse patient effects were reported. This device remains implanted.